Event description:
It was reported that a patient underwent total hip arthroplasty on an unknown side on (B)(6) 2007. Subsequently, patient reported the sensation slippage in and out a couple of times on (B)(6) 2014. It has not happened before or since that date. No revision has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Event is being reported to FDA on one medwatch as the reason for the event is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.